Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the her insulin pump inappropriately suspended due to a sensor glucose of 52 mg/dl despite a blood glucose of 165 mg/dl. It was discovered that the customer was using expired sensors. No products were returned for analysis and three sensors were shipped to the customer as a one-time courtesy.